Manufacturer narrative:
As reported, optifix at failure to fixate, deployed broken fasteners when dry fired. Evaluation of the sample finds did not reproduce the reported event as the device was found to deploy with no anomalies. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use, supplied with this device states, "place the tip of the optifix¿ at absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during an inguinal hernia procedure, the optifix at fixation device did not exhibit force to release fasteners properly, causing the fasteners to fall off the mesh/tissue when attempting to fixate. It was reported that the loose fasteners were removed from the patient. It was also reported that when attempting to dry fire outside of the patient, the device deployed broken fasteners. There was no patient injury.